Event description:
While conducting maintenance on this stretcher, it was determined that the brakes would not hold. There was no pt involvement.

Manufacturer narrative:
The brakes not holding/working could lead to unintentional movement of the stretcher which has the potential to cause serious injury. The technician replaced the rocker arm in order to resolve the problem.